Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation, and a thorough investigation could not be completed as no lot number or part number was provided. The investigation is ongoing, and additional information regarding this issue has been requested. A supplemental report will be filed when the additional information has been received, and an evaluation completed.

Event description:
It was reported to globus that a patient required revision surgery to remove and replace a broken rod. This took place in south africa (B)(6)